Event description:
The customer reported generating erroneously high na (sodium), k (potassium), cl (chloride), and/or co2 (carbon dioxide) patient results for twenty-five to thirty patients involving the unicel dxc 800 synchron system. The customer indicated that the results were reported out of the laboratory and the samples were repeated on an alternate instrument in the laboratory when the issue was noticed. The customer stated that approximately 20 reports were amended. There was no change or affect to patient treatment in connection with this event. Qc (quality control) prior to the event was within the laboratory's established ranges. The customer attempted to calibrate the ise (ion selective electrode) system but calibration failed multiple attempts. The customer then noticed about a half cup of fluid in the ise drip tray but could not determine the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was not dispatched for this event. The customer performed troubleshooting on the instrument and discovered that tubing #2 had come loose. The customer proceeded to replace the line to resolve the leak. Failure mode is attributed to a disconnected line #24 and the customer resolve the issue by replacing the line.